Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient presented to the emergency room with a low heart rate and no pacing output. The pulse generator could not be interrogated. The measured battery data on (B)(6) 2010 was 2.64 v, 8 ua, 12.9 kohms with a longevity of 0.75 years to elective replacement indicator (eri). The device was removed and replaced.